Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
A pt underwent an l3-s1 post fusion on an unk date. During a f/u visit, x-rays revealed that a locking cap had come loose. Surgeon does not plan to revise. All devices still implanted, nothing to return.